Event description:
A peritoneal dialysis (pd) patient contact reported to (B)(6) customer support that the patient has peritonitis and had to remove her catheter due to how severe the infection was. The patient contact reported they were not able to get rid of the infection without removing the catheter. The patient had to get a catheter in her neck. The patient was in a severe amount of pain. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2026 presented with pseudomonas aeruginosa in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to an intra-abdominal source. It was explained that the patient has unspecified gastrointestinal (gi) disease that was determined to be unrelated to pd therapy or the use of any (B)(6) product(s) or device(s). Through medical imaging, it was found the patient potentially had a perforation in their bowel which promoted the transmission of pathogens. The patient¿s pd catheter was removed due to the severity and nature of infection, and she was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient is being treated with antibiotics while hospitalized but the types, routes, dosages and frequencies were not reported by the admitting facility. The patient remains hospitalized due to gi complications as she is recovering from this event. It was reported that the patient¿s unspecified gi disease, bowel perforation, peritonitis and the associated hospitalization were not the result of a deficiency or malfunction of any (B)(6) product(s) or device(s). The patient will continue hd therapy on an in-center basis upon discharge as she will be reevaluated to return to pd therapy on the same liberty select cycler at home. The reported event is related to the use of a pd catheter (non-(B)(6) product). The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).